Event description:
It was reported that, "pt's tibial component subsided and was revised with a cemented tibial component with a stem."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.